Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor was not connecting. The customer's blood glucose reading was unknown. The customer was advised to replace the sensor, and after removing it they discovered that there was no cannula. The call was dropped an no further information was recorded.